Event description:
It was further reported that the device was later explanted and replaced due to system upgrade.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that undersensing of complexes were observed which resulted in pause detections to occur. The implantable cardiac monitor (icm) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.